Event description:
It was reported that when an asymptomatic patient presented for a routine follow up exam, upon device interrogation, episodes of auto mode switch due to oversensing issue was observed on the device. Programming changes were made. Patient was stable and will continue to be monitored.

Event description:
New information received: auto mode switch episodes due to oversensing noise was observed again. Programming changes were made. Patient will continue to be followed normally.